Event description:
Customer reported that the sensor gave inaccurate readings. He stated that the readings are off by 50 points. He stated that when the blood glucose reading was 198 mg/dl, the sensor glucose reading was 248 mg/dl. Customer declined troubleshooting for this issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.